Event description:
The customer called to report no delivery alarms while she was priming. The customer was unable to troubleshoot at the time of the call. The customer also stated that she was in the hospital with issues related to her lungs. The customer stated that the hospital would monitor and treat her blood glucose levels as needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge..